Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: the black box and alarm history shows two ¿cs088¿ alarms on (B)(6) 2014. No ¿cs088¿ alarm or any eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicate ¿cs088¿ complaint. The pump case was opened, moisture corrosion was found to the pcb on the watchdog circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.